Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was off for a period of time. After connecting the pump to a power source, the pump remained off despite the attempt of multiple usb cables. The customer's blood glucose level was 300 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.